Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The report of pump thrombosis could not be confirmed as no product was returned for evaluation. A specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, the report of low flow alarms could not be confirmed as no log files were provided by the account for review. The account reported that the patient was admitted directly from the left ventricular assist device (lvad) clinic for an elevated lactate dehydrogenase (ldh) level of 608. The patient was found to have chronic left lower extremity (lle) pain (lateral) radiating from her back to her toes, a possible allergic reaction to previous intravenous (IV) antibiotics (abx), and a left upper extremity (lue) ulcer. The patient denied headache (ha), visual changes, weakness, chest pain, melena, hematochezia, abdominal pain, epistaxis, and fever, and there were no alarms from the lvad. The patient had started her oral (po) abx for her methicillin-resistant staphylococcus aureus (mssa) lvad infection, and upon admission, the patient was started on a bivalirudin (bival) drip (gtt) and coumadin was held for possible surgery. The patient then underwent a bedside ramp study which showed significant aortic valve regurgitation which was thought to be the cause of the elevated ldh. The pump¿s speed was increased to 9600 rpm and bival was switched to heparin (hep) gtt on (B)(6) 2017. A gallium scan was done on (B)(6) 2017, which showed significant improvement in uptake, with mild residual uptake noted in the area of the lvad device. The patient was then transferred to the cardiac surgical intensive care unit (csicu) on (B)(6) 2017 to start a plasmapheresis/intravenous immunoglobulins (ivig) infusion as she was highly sensitized and was to be listed for an orthotopic heart transplant (oht). On (B)(6) 2017, the patient was noted to have several runs of stable, non-sustained ventricular tachycardia (nsvt), and suckdown events noted on an echocardiogram (echo); therefore, the pump¿s speed was reduced. On (B)(6) 2017, the patient was seen by infectious disease (ID) and hepatology for rituximab treatment (tx) in the setting of hep b positive (+) serologies. Tenofovir and rituximab were recommended. On (B)(6) 2017, the patient had epistaxis; therefore, heparin gtt was held for 1 hour and the dosage was later decreased. On (B)(6) 2017, the patient¿s lue duplex was significant for superficial vein thrombosis (svt) in the basilic vein. On (B)(6) 2017, the patient was deemed stable for transfer to the cardiac care unit (ccu). On (B)(6) 2017, the patient was found to have low flows and hypotension, as well as bright red blood per rectum (+brbpr). The patient was transfused with 2 units (u) of packed red blood cells (prbc), and on (B)(6) 2017, argatroban was held due to gastrointestinal bleeding (gib). The patient received multiple units of platelets (plts) and cryo. On (B)(6) 2017, the patient had atrial tachyarrhythmia secondary to (2/2) suction events/hypovolemia which triggered multiple ICD shocks leading to ventricular fibrillation (vfib). The patient received two external shocks, a lidocaine bolus/gtt, an amio bolus/gtt, and fluid resuscitation which later converted the patient to sinus rhythm. The patient also required multiple units of prbcs, platelets, cryo, and fresh frozen plasma (ffp) for anemia. On (B)(6) 2017, the patient required intubation for respiratory failure and acidosis. On (B)(6) 2017, the patient had diffuse bleeding, continuous venovenous hemofiltration (cvvh) was attempted, and the patient again required multiple transfusions. After meeting with the patient¿s family, the patient¿s code status was changed to do not resuscitate (dnr). The patient later developed ventricular fibrillation/ventricular tachycardia (vfib/vtach), then bradycardia and asystole. The patient passed away on (B)(6) 2017. The account communicated that heartmate ii lvas, serial number (B)(6), was not explanted and would not return for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14mar2016. The hmii lvas instructions for use (IFU) lists bleeding, cardiac arrhythmia, infection (local, driveline, and pump pocket), respiratory failure, renal failure, peripheral thromboembolic event, and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists arrhythmia, thromboembolism, and infection as potential late postimplant complications. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. The IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Additionally, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. In reference to pump flow, the IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook contain information regarding all system controller alarms as well as the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's death was previously reported under MFR 2916596-2017-01113. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2017. Prior to the patient passing away, the patient experienced thrombus, infection, hemolysis, arrhythmia and bleeding. The patient was admitted to the hospital for elevated lactate dehydrogenase (ldh). The patient also had a methicillin-susceptible staphylococcus aureus (mssa) lvad infection and the patient was treated with antibiotics. During hospitalization, the patient underwent a bedside ramp study which showed aortic valve regurgitation, which is believed to be the cause of the higher ldh. On (B)(6) 2017 the patient had atrial tachyarrhythmia, this event triggered multiple ICD shocks causing ventricular fibrillation and external shocks were given to the patient. On (B)(6) 2017 the patient was intubated for respiratory failure. The patient had diffused bleeding on (B)(6) 2017 and required multiple transfusions. The patient developed ventricular fibrillation and ventricular tachycardia then bradycardia and asystole. The patient passed away on (B)(6)2017.